Event description:
It was reported that during preparation prior to a surgical procedure at the user facility, a hair was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the visual inspection of the product, a hair was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the foreign material in the packaging. A nonconformance was opened to evaluate the event.